Manufacturer narrative:
H10: the actual device was not returned for evaluation, however, based on the customer report of an external blood leak from the filter pod, the cause of the reported event is identified as a supplier issue: this component is provided to baxter already assembled by our supplier. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name: unknown. Initial reporter last name: unknown. Initial reporter facility name: unknown. Initial reporter address: unknown. Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with an unknown prismaflex set, an external blood leak occurred, specified as blood entered the pressure sensor of the control unit. It was reported the membrane broke when the doctor performed the "positive pod repositioning sequence" operation, resulting in blood entering the pressure sensor. The extracorporeal blood was not returned to the patient. Treatment was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.